Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels and seal were intact, the device was in good condition. During functional testing, the reported complaint was not duplicated. The device was started in application, no problems found with beeping. Root cause is unknown. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a double beep with cassette. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.